Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically and the device was emitting a "memory full" warning message. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and that it had performed to specification up to (B)(6) 2012. The information obtained from the device showed the device was switching itself on automatically resulting in sporadic manual power-ups of 10 minutes in duration occurring on (B)(6) 2012. Investigation confirmed there to be a fault with the device membrane. This fault caused the device to switch on automatically, which caused the early depletion of pad pak (lot 588). Pad pak (lot 588) had a use until date 01/2013 but became depleted on (B)(6) 2012. The device detected the fault with the battery and issued he "memory full" warning message. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 30 and 300p devices are for multi-use.